Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause for the reported event could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that gastrointestinal videoscope had no image. The event had occurred during inspection for use. There were no reports of patient involvement.